Manufacturer narrative:
Dentsply Sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury.Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a Follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that there was a tool malfunction where the peek tip broke. The session was completed successfully.